Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of greater than 3000 ohms, along with noise on the most recent atrial tachy response (atr) episodes. The noise was determined to be a result of the respiratory rate trend (rrt) signal being oversensed. There was evidence that the patient required atrial pacing prior the rrt artifact and that there was likely inhibition of atrial therapy as a result of the oversensing. Reportedly, the ra lead is fractured. Noise was also reported on the ra lead from a few weeks ago that was determined to come from a massager that the patient was using. In addition, the right ventricular (rv) lead was also reported to exhibit some noise. The rrt feature is still on, however, technical services (ts) provided reprogramming recommendations. The device system remains in service at this time. No adverse patient effects were reported.